Manufacturer narrative:
Carefusion complaint number: (B)(4). Any additional information received by carefusion will be provided in a follow up report. (B)(4).

Event description:
The customer reported that the vela ventilator showed "circuit fault, high pip and low pip alarm" intermediately, multiple times a day for approximately 4 to 5 minutes at a time. The customer performed trouble shooting steps and discovered that the exhalation pressure transducer failed; however, the value was in range. A main printed circuit board (pcb) replacement was sent to the customer. There has been no report of patient impact at this time.